Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that the patient received an unprogrammed bolus. The patient's mother reported when she woke up on the morning of (B)(6) 2012 she checked the patient's blood glucose (bg) and it was 39 mg/dl. The reporter reviewed the pump to determine reason for low bg and noticed that an unprogrammed bolus of 1.55 units was administered at 6:54am that morning. The patient's mother claimed the patient; herself and her husband were all asleep at the time of the bolus and were not aware of it. The reporter stated the patient was given juice in response to the low bg. The patient's bg at the time of the call was 103 mg/dl. At the time of troubleshooting, the reporter confirmed that the subject pump was locked at the time the unprogrammed bolus was delivered. The reporter mentioned to animas customer support that prior to the event that occurred she had been having difficulty with keypad button press delay response for about two weeks. The patient¿s mother confirmed the keypad was intact and the pump is not exposed to water. This complaint is being reported because the patient developed signs/symptoms of severe hypoglycemia after reportedly receiving an unprogrammed bolus via the pump. In addition, the alleged issue with the keypad remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal pump use was observed in the pump black box history. The bolus history verified that the pump delivered an ezcarb bolus for 1.55 units at 6:54 am on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No unprogrammed boluses occurred during testing. A 10 unit audio bolus and a 10 unit normal bolus were performed successfully and both recorded correctly in the pump history. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.